Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary rx fully covered rmv stent was to be implanted in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tight. During the procedure, the stent was successfully implanted; however, during removal, the delivery system got caught in the stent and the inner sheath snapped off of the delivery system. The stent and the inner sheath were removed using forceps and the procedure was completed using another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: it was reported that the stent was attempted to be implanted to treat stones. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. The device is not indicated to be placed to treat stones.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of inner sheath detached. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.